Manufacturer narrative:
Device was used for treatment, not diagnosis. The product upc and lot number were not reported, therefore the UDI# is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band aid brand hydroseal bandages all purpose. The consumer stated that an hour after applying the bandage her leg was inflamed. The consumer sought medical attention from urgent care. The symptoms have not resolved. No additional information has been provided.